Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was placed for the pt on (B)(6) 2012 and was sent to the intensive care unit. At which time, the clinician noticed the catheter was leaking at the white proximal port below the hub. As a result, the extension line was clamped off and not used. The catheter remained in place and the other lumens were utilized until (B)(6) 2012 when the catheter was discontinued and removed in the cath lab. There was no delay in treatment, no pt death, and no pt complications were reported.